Event description:
The doctor was performing a (lc) laparoscopic cholecystectomy, went to clip a bleeding vessel, the clip got stuck and tore the vessel. No additional patient info or medical history was provided by the health center. The clip applier was sent to risk management at health center and will not be returned.

Manufacturer narrative:
No additional patient info or medical history would be provided by the risk mgr director at the health center to microtine pentax (mpi), therefore, section a is partially filled. The clip applier was sent to risk mgmt at health center and it will not be provided for investigation. No investigation could be conducted since the clip applier was not returned to mpi.